Manufacturer narrative:
Updated b5 describe event or problem and section f. For use by uf/importer with new codes. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this right ventricular (rv) lead got an x ray shortly after implant of this lead as there were concerns about the lead pulling back. Subsequently, the patient underwent a lead revision. This lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited poor capturing, the rv lead was revised, and it remains in service. No additional adverse patient effects were reported.